Event description:
Solid tones occurred intra op during a bi-lateral breast reduction. The handpiece and the blade were replaced and an error code 3 occurred. The instrument was retorqued and retested and the case was completed without any patient consequence. The blade had been accidentally knocked off onto the floor. When it was picked up, it was then noticed the blade was broken. The representative is sure the blade was not broken before, but unsure if it had a micro-fracture of some kind and as a result of hitting the floor it broke all the way.